Manufacturer narrative:
Device is a combination product. Literature citation: igawa, m. Et al. (2016). A case of very late stent thrombosis six years after paclitaxel-eluting stent implantation during cancer chemotherapy with bevacizumab. Heart original 48:5. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2016-09140, 2134265-2016-09141. It was reported via a journal article that a dissection occurred. In 2008 the patient presented with acute inferior myocardial infarction and underwent implantation of a bare metal stent (liberte(tm)) into the right coronary artery culprit site in the acute stage. Angiography at this time also revealed (B)(4) stenosis in the circumflex branch and percutaneous coronary intervention (pci) was additionally performed for the site in the chronic stage. When the first taxus express2 drug eluting stent (2.5/12 mm) was placed, dissection was observed at the distal end and an additional taxus express2 stent (2.75/12 mm) was placed adjacent to the distal end of the first stent. Because of a lack of stent stocks, a larger diameter stent was placed at the peripheral side. The stent at the peripheral side was oversized and placed at an inflation pressure of 6 atm, lower than the nominal inflation pressure (9 atm). The dissection disappeared on angiography and the procedure was terminated, but it was not confirmed by intravascular ultrasound. Follow-up angiography after 1 year showed no restenosis for both stent sites and aspirin and clopidogrel were continued.